Event description:
It was reported that the patient experienced pain in the "pelvic area that began 2 weeks ago" from the report date. It was noted that when the implantable neurostimulator (ins) was turned off, the patient's pain was "still present, but less extreme." No injuries or falls were reported. It was further noted that the physician had "decided to explant the system and leave it out to see patient outcome of side effects complaint." It was noted that no x-rays were performed. Additional information received reported that the patient was experiencing "very bad pain at the pocket site." It was noted that the patient insisted on device removal and had less severe pain at the pocket site after the device was shut off. It was further noted that the ins and lead was removed on (B)(6) 2012. It was noted that during the removal surgery, the patient "had puss and an infection in the pocket site." Addition information received reported that the patient was doing well and the patient's infection was "no longer present." If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# v641374, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient.